Event description:
The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, fluid accumulation, rejection, and opening of the incision.

Event description:
Patient reports right side capsular contracture, baker grade IV, pain, swelling, fluid accumulation, rejection, and an opening of the right side incision. The device remains implanted.